Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead displayed fluctuating impedance measurements from 472 ohms to 1400 ohms. Pacing threshold had risen from 3 volts to 4 volts.the patient was seen in clinic for follow up. Noise was not able to be produced with pocket manipulation or isometrics. The following physician indicated that the lead would not be revised. As of today, available information indicates the lead remains in service. No adverse patient effects were reported.